Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es couldnot override after the upgrade. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis device couldn't be overridden after an upgrade. A technical support specialist (tss) found the server communicating with medstationes and noted the facility formulary settings were non-medication with the basic override configured. The device had the correct settings, and the medication inventory was unaffected by controlled medication permissions. Tss noticed that user's role lacked the basic override group. The system functioned as intended after the technical support specialist troubleshot the device.